Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-jul-2025. [Additional information]: on 14-jul-2025, additional information was received. The information indicated that on 26-jun-2025 it was reported in error that the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device used in the procedure is not available for return. The device is available for return and has been sent back. Updated sections: b.4, g.3, g.4, g.6, h.2, h.3, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure targeting an aneurysm at the bifurcation of the middle cerebral artery, an envoy® guiding catheter, 6f, 100 cm, mpd (67025800 / 31312321) was delivered in place and then the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) was delivered in the guide catheter. The microcatheter was impeded in the middle section of the guide catheter but it still passed through the guide catheter and was delivered to the target. Later in the procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9368822) was impeded in the distal end of the microcatheter and could not pass through it. The physician removed all three devices from the patient and replaced the guide catheter and the stent to complete the procedure using the same microcatheter. There was no negative impact on the patient. On 16-jun-2025, it was indicated that additional information cannot be obtained.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-jun-2025. [Additional information]: on 26-jun-2025, additional information was received. The information indicated that the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device used in the procedure is not available for return. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.